Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was observed with what appeared to be noise on the atrial channel only. The physician believes that this could be the beginning of a lead insulation issue with the right atrial (ra) lead, and will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.